Event description:
Report received from the USA stating that the device has a "damaged hose". It is unk if the device was used in surgery or if injury or medical intervention occurred. The date of the event is unk. No add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" was confirmed during pre-repair diagnostic assessment. If add'l info becomes available, a supplemental report will be submitted. (B)(4).